Manufacturer narrative:
The user experienced severe hyperglycemia requiring hospitalization while on ilet therapy. Severe hyperglycemia requiring hospitalization is consistent with acute metabolic decompensation requiring medical management. Review of available information identified that the user experienced persistent hyperglycemia for approximately 13 hours despite multiple troubleshooting sessions with customer care. The user completed multiple full supply changes and infusion site changes using different abdominal locations and subsequently changed to a flank insertion site. Throughout troubleshooting, no bent cannula, leakage, tubing disconnection, bubbles, or other visible infusion set abnormalities were identified. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no factory reset events, and no motor errors. The ilet delivered requested insulin and resumed correction dosing; however, glucose values remained elevated. The user subsequently developed nausea and required hospitalization, where insulin, IV fluids, and potassium were administered. Review of device history did not identify evidence of device malfunction or inaccurate insulin delivery. Although the user entered multiple meal announcements prior to the event, the contribution of this and other factors to the reported hospitalization could not be determined. Based on available information, the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 20-jun-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 532 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2026, treated with insulin, IV fluids, and potassium, and discharged on (B)(6) 2026. No long-term health effects were reported.